Manufacturer narrative:
The insulin pump was received with a missing retainer ring, a scratched case, pillowing keypad overlay, and a minor scratched lcd window. There was no damage on the keypad overlay texture noted. There were no cracks on the screen noted and the pump passed the self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack on the main part of the insulin pump screen. Customer stated that the key sheet is also damaged.